Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Pump received with minor scratched lcd window.

Event description:
Information received by medtronic indicated that the insulin pump had a crack or scratch on the screen and had battery issue also. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.